Manufacturer narrative:
Conclusion and justification status: complaint investigation identified that insufficient information had been provided to verify the reported incident. A review of the manufacturing records and a search of the complaints database identified no known anomalies and no known trends of the one product that we did receive the lot number for. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should additional information be received; then the complaint shall be investigated further.

Event description:
Implants were removed for loosening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.